Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The event was manifested by abdominal pain, weakness and cloudy effluent. The cause of the event was unknown. The same day as the event onset, the patient was treated with intraperitoneal ceftazidime (dose and frequency not reported) and intraperitoneal amikacin (dose and frequency not reported) for peritonitis. The following day, the ceftazidime was discontinued and the patient was switched to intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Two days after the event onset, the patient was hospitalized in the intensive care unit for unrelated medical conditions. Two days later, based on the culture results, the amikacin and vancomycin were discontinued and the patient was switched to intravenous fluconazole (dose, frequency, and duration not reported) for fungal peritonitis. Eight days after the event onset, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient remains hospitalized and continues to receive IV fluconazole. Also, the patient had not recovered and manifests weakness. No additional information is available.

Manufacturer narrative:
Additional information: describe event or problem and other relevant history. Upon follow up it was reported on an unknown date the patient was discharged from the hospital and was recovered from the event. Hemodialysis was ongoing with "poor tolerance". Should additional relevant information become available, a supplemental report will be submitted.